Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose levels. Customer stated that they were receiving multiple erroneous sensor readings. The customer's wife called the paramedics because he began having convulsions. The paramedics treated the customer at the scene. His blood glucose level was 24 mg/dl. Nothing further reported.